Event description:
It was reported that at the end of a programming session, when the nurse selected exit and end session on the patient programmer, they found that the system had switched off. The nurse had to re-interrogate the implantable neurostimulator (ins) and switch it back on. Currently, undergoing trouble shooting to try to achieve correct stimulation. With the system switched off, the patient was in considerable difficulty breathing and distress. They went back into the system and all parameters were retained except the amps were zero. These were brought up to the original level and the patient was restored to the previous condition. It remained that this patient's dystonia was not well controlled after 3 weeks with the new patient controller (pc) battery and this was being investigated. He was recently x-rayed and there were no visible problems with the system and the patient had had no falls.

Manufacturer narrative:
(B)(4).